Event description:
The implant initially felt fine after the third day of being inserted. The first issue came up about one month after the implant. During intercourse I had severe cramping and my uterus felt like it was ripping. Over the course of the years new complications have sprung up. In addition to the painful intercourse I now deal with cramping and pulling of the uterus, lower back pain, bloated appearance on a daily basis. While on my period, I have even more painful cramps and pass quarter size or larger clots of blood. Massive amounts of blood is lost, which is not how it was before essure. I also was not given I nickle allergy test before insertion or told the coils contained nickle or I would not have had the procedure. I have nickle sensitivity.